Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the returned product noted blood on the shaft, balloon and in the guide wire lumen, and contrast on the shaft. This is consistent with the device being prepped and the stent delivery system (sds) being advanced into the body. It was confirmed that the stent implant had dislodged from the balloon and was not returned. However, crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as moderately tortuous and mildly calcified, which likely contributed to the failure to cross. Furthermore, during withdrawal of the sds, the stent implant dislodged from the balloon. It is most likely that the stent became disrupted on the balloon while attempting to advance through the tortuous and calcified lesion such that as the sds was withdrawn, the stent implant interacted with the tip of the guiding catheter, subsequently contributing to the reported stent dislodgement. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. The stent implant remained in the rca and was deployed just proximal to the lesion with a non-abbott balloon. Additionally, there were multiple bends throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and there have been no related incidents reported for this lot. Additionally, on-line test data for this lot shows all units passed the manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. The failure to cross, stent dislodgement, and subsequent bends are likely related to operational context. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter, and a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that an attempt was made to place the stent in a tight, tortuous right coronary artery (rca) with mild calcium, at a very acute angle. The stent was unable to cross and resistance was experienced with the vessel. The stent was retracted to attempt to deliver again, but the stent dislodged from the delivery balloon. The delivery catheter was removed while the stent remained in the rca. A non-abbott balloon was used to deploy the dislodged stent just proximal to the lesion. No additional stents were placed. No adverse patient effects were reported. No additional information was provided.